Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. No other details have been provided. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), "the carpentier-edwards perimount theon rsr pericardial bioprosthesis is intended for use in patients whose aortic valvular disease is sufficiently advanced to warrant replacement of their natural valve with a prosthetic one." Based on the available information, a definitive root cause could not be determined. However, this event was most likely impacted by patient and/or procedural related factors. In addition, other patient risk factors such as the patients younger age at implant likely contributed to this event. This patient was 19-years-old at initial time of implant. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm 2800tfx aortic valve, implanted in pulmonic position, underwent a viv after an implant duration of eight (8) years, one (1) month due to pulmonic stenosis and regurgitation. A successful tpvr was performed with a 26mm 9750tfx valve.

Event description:
It was reported that a patient with a 25mm 2800tfx aortic valve, implanted in pulmonic position, underwent a viv after an implant duration of eight (8) years, one (1) month due to significant valve deterioration, pulmonic stenosis and regurgitation. The patient presented with shortness of air and exercise intolerance. A successful tpvr was performed with a 26mm 9750tfx valve. The patient was discharged home in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, b6, b7 and h6.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.